Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 04/30/2019, mentor received additional information about the event. It was initially reported that the suspect medical device is an unspecified mentor gel breast prosthesis. New information states that the suspect medical device is an unspecified mentor saline breast prosthesis. On 05/07/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample a crease was observed on the anterior and extending to the posterior view and a rupture was observed on the posterior aspect, measuring approximately 3.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. No additional anomalies were observed. The complaint was confirmed. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).